Event description:
I received several packs of covid 19 test kits under the fed gov't offer for these kits. My kits were manufactured by ihealth labs. All of the kits included two test kits and were all model ico-3000. These kits are supposed to contain 2 covid 19 test cards, 2 swabs, 2 empty test tubes, and 2 sealed solutions. All of the test kits provided by the us gov't were missing the 2 sealed solutions. As a result, none of the test kits could be used for any purpose as the solution that you need to put the nasal swab into was not present. This is not a matter of the test providing incorrect results, an essential portion of the test was omitted from the package. In calling the company, their representative, (B)(6), confirmed that the lot number was known to be defective and missing the essential item, but they would not take any action to replace the test kit (or any other action). It seems to me that this company should reimburse/refund the us gov't for the cost of all of the defective test kits, along with any penalty for their failure to advise the public of their defective test kits (especially in light of their being aware that this lot of test kits were missing an essential piece of the kit). In addition to civil penalties, consideration should be given to criminal prosecution for their knowingly selling defective test kits to the us gov't.